Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set was broken (separated) between the female connector (dark blue) and the main body of the twist clamp. This was observed during use of the devices for automated peritoneal dialysis therapy. This was further described as the patient was connected to amia machine and when the patient went to disconnect from the amia device, they were unable to disconnect. As a result, they disconnected the transfer set from the titanium adapter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: it was further reported that the female connector of a minicap transfer set was difficult to remove from the patient line of the amia automated pd cycler set (previously reported as the transfer set was broken (separated) between the female connector (dark blue) and the main body of the twist clamp). G3: date received by MFR: change the aware date from 08/07/2024 to 08/22/2024. H6 (medical device problem codes): replace a0401 and a0501 with a1204. H6 (component codes): remove g04070. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. With an amia patient line connector. A visual inspection with the naked eye noted a separation between the female connector and main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The transfer set was connected and disconnected using the returned patient connector by hand with no issues, therefore the reported connection issue was not verified. The cause of the separation was related to inadequate solvent application between the female connector, insert chip, and main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.